Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a bent guidewire is confirmed but the exact cause remains unknown. One 35 cm guidewire and microez dilator were returned for investigation. Blood residue was present on the wire and dilator which suggest use of the device. A kink in the guidewire was visible 1.8 cm from the distal. A slight curve in the dilator shaft was present; however, no kinks in the material was observed. Microscopic observation of the distal end of the guidewire tip revealed an additional region with misaligned coils. The guidewire was able to be inserted through the dilator. Slight resistance was noted likely due to the bends in the components. The outer diameter of the guidewire was measured and was found to be within manufacturing specification. Based on the information provided, possible contributing factors include damage during handling and advancement against resistance during insertion. Since the guidewire was found to be kinked, the complaint is confirmed but the exact contributing factors remain unknown. A lot history review (lhr) of redx0193 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the proximal end of the guide wire was bent. No other information provided. (B)(6) 2021: the guidewire of the returned sample exhibited a kink.